Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was a blue-green leak under the electrolyte injection cup (eic) in the unicel dxc 800 pro synchron chemistry analyzer. The customer indicated that the liquid did not appear to be fresh. The customer inspected the eic and did not observe disconnected tubing. No injury or operator exposure was reported in this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011, for this event. The fse disassembled and cleaned the eic and valves. The fse also cleaned the creatinine module and the lamp was calibrated (unrelated to repairs addressing the leak). (B)(4).